Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) alleging that a one touch ultrasmart meter had read inaccurately high. The patient tests his blood glucose 8-10 times a day. He manages his diabetes with insulin. The details of the patient's insulin regimen were not provided. The reporter stated that the meter "has not been working lately." She mentioned that on the day before, the patient took insulin at 7:00 am. He then ate a "good" breakfast. An unknown time later, he also had a snack. Around 11:00 am that same day, the patient reportedly had symptoms of feeling like he was going to pass out, and was shaky and sleepy. The patient tested his blood glucose while feeling symptomatic and got a result of "95 mg/dl." He administered self-care by drinking 3 oz. Of cranberry juice. Five minutes alter, he retested and got a result of "85 mg/dl." The patient consumed another 3 oz. Of cranberry juice. During the time of concern, he also got a meter reading of "81 mg/dl" and was feeling low. The reporter claimed that the result should have been much lower compared to the way he felt. The patient called the paramedics who arrived an unspecified time later. The paramedics tested the patient's blood glucose using an unidentified device and got a result of "38 mg/dl." It is not known if the paramedics provided any medical treatment to the patient. The patient stated that it took about 30 minutes for his blood glucose to start going back up. It would have been helpful to know the following information: what meter readings the patient obtained prior to the event, if the patient took insulin based on a meter reading, and what date/time the symptoms developed. In addition, it would have been helpful to know if the paramedics provided any treatment, what actions the patient took before developing the symptoms, and what date/time the patient felt as though the alleged meter issue started. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. He did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter and patient claimed that the meter had not been working for an unknown period of time. At one point, the patient reportedly developed symptoms suggestive of severe hypoglycemia that did not correlate with his reported lfs meter readings. It is not known what meter readings the patient obtained prior to the event or what actions he took before developing the symptoms.